Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device inappropriately shut down and would not power back up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.